Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Subthreshold lead impedance patient alert is observed on (B)(6) 2011. This rise is seen as a spike in the vpace impedance to 4047 ohms on the daily trends. The impedance falls to 1558 ohms on (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had high and unstable impedance, and there was a question regarding fracture. A chest x-ray indicated that one of the connector pins of the lead was not fully seated in the connector. The physician reopened the pocket and reseated the connector pins of the lead. The lead and the device are still in use. No patient complications were reported as a result of this event.